Event description:
It was reported that the column lift on the 9800 system did not work after reboot. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the 24v power supply (ps3). Power supply replaced. The system was tested and found to be working as intended and placed back into service.